Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00670. It was reported that shaft break occurred. The target lesion was located in the very tortuous and calcified left anterior descending artery (lad). After a non-bsc guide extension catheter was advanced towards the lesion, a 4.00 x 16 synergy ii drug eluting stent was selected for use to treat the lesion. It was the third stent advanced for treatment. The stent went in and out of the guide extension catheter multiple times. Eventually, the stent was caught on the guide extension catheter and started to peel off the delivery balloon catheter. The stent was deployed to where it was, a little short off to completely cover the lesion and the physician had to put another stent to complete the procedure. Another 4.00 x 12 synergy ii drug eluting stent was advanced for treatment. However, as the device was advanced up to the guide extension catheter, the catheter and the wire were tangled. As the physician further advanced the 4.00 x 12 synergy ii stent towards the lesion, the stent delivery balloon shaft broke off. The guide extension catheter and the wire were pulled out and the same guide was re-advanced and was rewired with the same wire. Subsequently, a 4.00 x 12 promus premier stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 3.5 x 12 synergy ii stent. Post dilation was then performed on all deployed stents using a 4.0x15 nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.